Manufacturer narrative:
A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax, necessitating chest tube placement and hospitalization. The biopsy target was a small nodule, measuring 6-8 mm, located in the distal third of the left upper lobe. Despite the procedure being completed without delays, a post-procedure chest x-ray revealed a small to moderate pneumothorax. Consequently, a chest tube was inserted to address the issue. The patient experienced chest pain and received supplemental oxygen before being admitted for three days. The patient was discharged in stable condition. The physician attributed the pneumothorax to the biopsy procedure, acknowledging that the use of the device contributed to its occurrence. However, no device malfunction or issue was identified during the procedure. Given the patient's significant emphysema and the small size of the target nodule, the patient was deemed high-risk for pneumothorax, the physician believed that the pneumothorax would have likely occurred via another modality.